Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the device was overheating. No additional event or patient information is available. No product was provided for evaluation. The complaint confirmation of the overheating of the device could not be determined. A root cause could not be determined.